Event description:
The consumer reported possible accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2022. The consumer stated their daughter chewed on the bottle cap of the reagent while the consumer was conducting the test. The amount of reagent inside the bottle cap at the time of the exposure is unknown. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.